Manufacturer narrative:
Appropriate term/code not available - notifier not working - could not be felt by patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was observed that the patient notifier was not working. The test notifier option was run multiple times and attempts made to change the notifier duration but the patient could not feel the vibration. The patient was to continue being monitored remotely. No patient consequences were noted.